Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer was used orange juice, food, glucagon shots, glucose tablets, intravenous fluids and dextrose to treat. The customer experienced symptoms such as a headache. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and customer will monitor the pump. Customer stated that the lows could have been caused by stress, and the customer was not disconnected during the rewind/prime sequence. The insulin pump will not be returned for analysis.